Manufacturer narrative:
The complaint of a leak at the septum was confirmed and the cause appeared to be manufacturing related. One 18g nexiva IV catheter was returned for investigation. The septum was noted to be misaligned and what appeared to be blood residue was visible on the external surface of the septum. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked at the septum. The following information was provided by the initial reporter: nurse started an IV and blood was escaping from the septum where the needle exits. I have the device to send in. Patient had to be stuck again.